Event description:
The customer reported a false positive reaction caused by carryover when running cap survey samples in the following order: jat15, jat16, jat17, jat18, jat19 on tango optimo device. According to customer jat15 reacted 4+. Jat16 tested +/- in the run. If run independently, jat16 tested negative. A service visit was conducted to check camera values. Additionally a qc run was performed. Camera values were in range, but have been slightly adjusted . Quality controls ran successfully with all results in range. No indication for any instrument malfunction was observed based on the information obtained during the service visit we do not see a contribution of the device itself to the reported problem. Although the final titer of jat15 is unknown, the scenario of a carryover from a strong positive (4+) sample to a negative one is plausible and cannot be prevented if the final antibody titer exceeds a certain amount. The correct function of the allegedly defective reagents were proved by testing the retained samples of quality control laboratory on tango optimo device. All positive and negative reactions were correct. We didn´t observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot.

Event description:
Customer reported false positive reaction caused by carryover when running cap survey samples in the following order: jat15, jat16, jat17, jat18, jat19 on tango optimo device. According to customer jat15 reacted 4+. Jat16 tested +/- in the run. If run independently, jat16 tested negative. A service visit was conducted to check camera values. Additionally a qc run was performed. Camera values were in range, but have been slightly adjusted . Quality controls ran successfully with all results in range. No indication for any instrument malfunction was observed based on the information obtained during the service visit we do not see a contribution of the device itself to the reported problem. Although the final titer of jat15 is unknown, the scenario of a carryover from a strong positive (4+) sample to a negative one is plausible and cannot be prevented if the final antibody titer exceeds a certain amount. The correct function of the allegedly defective reagents were proved by testing the retained samples of quality control laboratory on tango optimo device. All positive and negative reactions were correct. We didn´t observe any false positive reactions. The review of the batch record documentation showed no irregularities which might have negatively affected the quality of the complained lot. As the investigation is currently ongoing further results will be reported when available.

Manufacturer narrative:
This is our final report for this incident.